Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure removal due to the pain. Essure inserts were removed at the request of the patient; causal correlation to the essure insert has not been clearly demonstrated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in lower abdomen lasting for 5 months") in a female patient who had essure (batch no. 863565) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity (known already at insertion). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("pain in back (sacral) lasting for 5 months"). The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and back pain with essure. The reporter commented: essure removal due to the pain. Essure inserts were removed at the request of the patient; causal correlation to the essure insert has not been clearly demonstrated. Bilateral salpingectomy was without problems. Outcome was unknown since patient did not return. Diagnostic results: during gynecological check-up: uterus and adnexae completely painless. Laparascopy on (B)(6) 2018: no pathological changes in reproductive organs, both essure micro-inserts correctly in place in the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: physician answered to follow-up request. Essure lot number: 863565. Dates of insertion and removal : (B)(6) 2011, (B)(6) 2018. Details regarding the event "pain" (site, date of start, outcome): pain in lower abdomen (event term modified) and back (sacral) (event term added) lasting for 5 months; during gynecological check-up uterus and adnexae completely painless; laparascopy: no pathological changes in reproductive organs, both essure micro-inserts correctly in place in the fallopian tubes. After removal of micro-inserts bilateral salpingectomy performed; surgery without complications. Unknown whether problems resolved since the patient had not shown up for check-up. Nickel allergy known already at insertion. Results of product technical complaint evaluation were also received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.